Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The service engineer (se) inspected the device. The se replaced the from bezel and top cover the ventilator was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the navigation ring was not working properly and the top cover was broken. No patient involvement.